Manufacturer narrative:
The returned sample was inspected at the manufacturing site. Visual inspection revealed surface residue that appear to be viscoelastic in the cartridge. Also, one haptic was stuck in the cartridge. No preloaded insertion system assembly error, broken components, or defective cartridge was identified. The complaint for damaged haptic was verified in the returned product. Based on the manufacturing record review, all process operations presented in the manufacturing for the pcb00 lens were within specifications and in compliance. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a haptic broke while the lens was being implanted in the patient's eye. The surgeon had to adapt the iol into the capsular bag to place the correct haptic towards the bottom of the bag and injected acetycholine chloride into the anterior chamber to constrict the pupil. The lens remains implanted at this time and with no consequence to the patient.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.